Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review, as the pt has not been revised and is currently being monitored. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer reference number (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that the pt received an implant in 2009. No revision info has been received. At the time of this report, the pt is currently being monitored due to unk reasons. For data entry purposes, the first day of the first month of the reported year will be entered.